Event description:
It was reported that patient presented with crosstalk episodes occurring after atrial paced events. The device was reprogrammed and patient was stable after the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.